Event description:
Event: (cc# 98-00685) the waveform dampened and the iab was removed. (Multiple event to customer complaint number 98-00683, 98-00684) on 10/20/98, datascope was notified that the iab was discarded and would not be returned for evaluation. [Event complications]: unknown - reported 6/4/98. [Patient's current status]: unk - rpt'd 6/4/98.

Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital. (This follow-up MDR was mailed to the FDA on 11/16/98).